Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the motor stall was unknown and not determined. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 1500mcg/ml at 398.9mcg/day and bupivacaine 15mg/ml at 3.989mg/day via an implantable pump. The indications for use were chronic low back pain and spinal pain. It was reported a motorstall occurred and the motor stall was active. The patient had no withdrawal symptoms. The patient started felling a ¿little sick¿ so the healthcare provider put on a fentanyl patch (the reporter did not know for how long). Per the reporter the logs were not read. The pump was not put into min rate. The pump was being replaced today (B)(6) 2017. No further complications were reported.